Event description:
It was reported that on (B)(6) 2025, a 23mm masters aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were not moving normally when tested with a valve tester. During procedure, the valve leaflets did not "open and close flexibly" and was removed. Upon removal, the leaflets were again tested outside of the patient and the issue persisted. A new 23mm masters aortic mechanical heart valve was successfully implanted. The patient was reported to be in normal condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
It was reported that during procedure the valve leaflets did not open and close flexibly. Also reported that upon removal, the leaflets were again tested outside of the patient and the issue persisted. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.